Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a surgical procedure with a patient presented with a pertrochanteric fracture on the left femur, the helical blade coupling screw was assembled in the helical blade. However, the device had to be released with pliers due to it being in a very bad condition. The surgeon had to perform a surgical procedure on (B)(6) 2013, because the patient present opening of the femur.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation has shown that the thread and the cannulation are in accordance to specification. Furthermore we detected that the hex gear is badly damaged and deformed. This may occur by using a deformed hammer or it is a normal wear and tear issue. We are not able to determine the exact cause of this occurrence.the suppliers certificate of compliance, dated (B)(4) 2010, indicates the lot was processed, conformed to specifications, and made to the correct material and hardness requirements. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.